Event description:
The user facility reported that during a percutaneous coronary intervention (pci), the tip of the run-through wire fractured off and remained in the vessel. The patient was stable throughout; however, the patient became increasingly anxious. Anesthesia was involved and the wire was able to be retrieved. There was no harm to the patient. The patient condition was good. The outcome of the procedure was good. There was no patient injury or surgical intervention involved. The event occurred intra-operative.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the involved lot was unknown, it was not possible to investigate the manufacturing history record and the shipping inspection record. Since the involved lot was unknown, search of the complaint records could not be performed. Since the involved lot number was unknown, search of the quality information regarding the involved product code for the past three years was performed and no manufacturing anomalies related to the reported event were confirmed. Based on the investigation result, no manufacturing anomalies related to the reported event were confirmed in the quality information regarding the involved product code for the past three years. In addition, since there was no return of the actual sample and the details of the procedure were unknown, it was not possible to clarify the cause of the fracture of wire as pointed out. (B)(4) factory manufacturing process has been making efforts in maintaining the quality of the product by coping with following controls. After the coil/niti-core wire fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis so that it is assured that there is no anomaly on it. 100% tensile strength test is performed in the manufacturing process to assure that there is no anomaly in the strength. The fracture strength is determined by sampling per product code/lot in the shipping inspection, and it is confirmed that there is no anomaly in it. For future use, please keep in mind the following points described in the instructions for use (IFU): "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).